Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing and design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, on (B)(6) 2025, the device did not spray. Another product was used for the surgery. There was no patient impact and there was a delay of 0-15 min. Due diligence is complete as no additional information is available.